Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air was observed in the patient line of the cassette. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) reviewed proper procedures with the home patient (hp) and assisted them in ending therapy. The hp planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.